Event description:
This is an adverse event recorded on a crf as part of the b-500 halo pt registry. This pt was prospectively enrolled with a 1cm low grade dysplasia. Pt had undergone two focal ablation procedures in 2009. In f/u on (B)(6) 2012, a schatzki's ring was noted through endoscopy and subsequently dilated. Per the physician, the severity of this event was mild and there was no device malfunction. The physician suspected the ring was likely related to chronic reflux rather than the ablation procedure. Although the physician feels the physician feels the event was unrelated to the ablation procedure, the company is reporting the event out of an abundance of caution.

Manufacturer narrative:
This site did not return any device, therefore an analysis could not be performed. Should additional info pertinent to this event be obtained, a f/u report will be submitted. (B)(4).